Event description:
The facility used cidex opa to process an omniplane transesophageal transducer (agilent technologies). The transesophageal probe was utilized for an open heart surgery case. The pt received a small burn-like area on the inner/outer lip. The pt was seen at a cardiac clinic post-operatively and diagnosed with a throat yeast infection. The pt was again seen 49 days and 50 day later and had a gastroscopy procedure performed. The pt was still having symptoms of a sore and dry throat. Nothing was found by the dr who performed the procedure.